Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the wrong disinfectant being used was failure to follow the instruction for use (IFU). The event can be detected/prevented by following the IFU which states: operation manual (3.6 checking and replenishing alcohol residue). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that satenidin solution was placed inside the endoscope reprocessor and used to reprocess an endoscope. The inside of the reprocessor was then cleaned and the correct disinfectant was used. The issue occurred during reprocessing.